Event description:
A surgeon reported a bilateral patient and a unilateral patient with unexpected postoperative refractions following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the patient's visual acuity is still fluctuating. There are three medical device reports associated with this event. This report is for the left eye of the bilateral patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met criteria. There has been one other similar complaint reported in the lot number. Additional information was requested on 03/12/2009, 03/26/2009, and 03/27/2009 by phone, fax, and mail. A completed questionnaire was received on 04/03/2009. This report was mailed to FDA on: 04/09/2009.